Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: lot #, date product recd by mfg. Manufacture date. Visual examination of the returned instrument confirms the observation. Evaluation by a depuy material scientist has stated that it appears that the 4.5 mm drill bit fractured as a result of mechanical overstress resulting from torsional loading. Manufacturing or material error was not identified. Based on the investigation a need for corrective action was not identified. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Tip of drill broke off and was left in the pt. The doctor noticed the broken tip on an x-ray after closing the pt, and had to go back in the next day to retrieve it. Tip left in pt on (B)(6) 2011, removed (B)(6) 2011.